Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's lead incision site had opened up revealing the lead. The physician believed that the event was procedure related. The patient's lead was explanted and antibiotics were given. The patient was reportedly doing well.